Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and anemia. Concomitant products included iron for anemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and surgery ((B)(6) 2018; salping. (Bilateral),surgical removal of coli(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving, the genital haemorrhage and abdominal pain had resolved and the anxiety, depression, migraine, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for gen. Abnormal. Bleed discrepancy: essure confirmation test previously reported as hysterosalpingogram now it is reported the plaintiff did not undergo this test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2016: negative. Lot number: b09701 manufacture date: 2013-03 expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') in an adult female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and anemia. Concomitant products included iron for anemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and surgery ((B)(6) 2018; salping. (Bilateral),surgical removal of coli(s)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal haemorrhage had resolved, the anxiety, depression, migraine, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for gen. Abnormal. Bleed discrepancy: essure confirmation test previously reported as hysterosalpingogram now it is reported the plaintiff did not undergo this test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test urine. On (B)(6) 2016: negative. Lot number: b09701 manufacture date: 2013-03. Expiration date: 2016-03. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received.outcome of event physical pain/pelvic abnormal bleeding (vaginal) was updated as recovered/ resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and anemia. Concomitant products included iron for anemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and surgery ((B)(6) 2018; salping. (Bilateral),surgical removal of coli(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving, the genital haemorrhage and abdominal pain had resolved and the anxiety, depression, migraine, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for gen. Abnormal. Bleed discrepancy: essure confirmation test previously reported as hysterosalpingogram now it is reported the plaintiff did not undergo this test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2016: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs&mr received. New events abnormal bleeding (vaginal, menorrhagia), depression, migraines / headaches, dysmenorrhoea, vaginal discharge, weight gain were added. Lab data, concomitant conditions,concomitant drugs, treatment drugs,reporter information, patient demographics was added. Lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery ((B)(6) 2018; salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for gen. Abnormal. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events "pelvic/abdominal pain, gen. Abnormal. Bleeding, psych injury" were added. Outcome of events "pain, bleeding" were updated as recovered.reporter information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.